Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon ruptured and partial separation occurred. The target lesion was located in the mid right coronary artery (rca). The 2.5x40mm apex monorail balloon was advanced to the target lesion for predilation and ruptured on the first inflation at 20atms after 10 seconds. Upon withdrawal, the balloon partially, not completely, separated from the shaft of the device inside of the patient. The balloon catheter was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's current condition is listed as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.